Event description:
During index procedure, one complete se peripheral stent was implanted to the mid right sfa. Approx 13 months post procedure in-stent occlusion of the target lesion in the right sfa was reported. Investigator reported a possible relationship to the study stent. Pt continued without treatment. Instent occlusion of the target lesion was reported to have occurred approx 14 months post index procedure. A clinically driven target lesion/target vessel revascularization was performed. Investigator did not assess the relationship of the event to the study stent.

Manufacturer narrative:
(B)(4). Eval results: (restenosis of stented segment). (Root cause of restenosis unk).